Manufacturer narrative:
Batch review performed on 06-jun-2024. Lot 2246172: (B)(4) items manufactured and released on 03-may-2023. Expiration date: 2028-04-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Lot 2309356: (B)(4) items manufactured and released on 01-jun-2023. Expiration date: 2028-05-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 1 month after primary, the patient came in reporting pain due to a dislocation of the liner for the glenosphere. The surgeon revised auccessfully the glenosphere, liner, and metaphysis.